Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the instrument data which indicated that the sample port drain rate was low. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a power flush. The cse ran quick check, dilution check and quality controls (qc), which passed. The customer ran several patient samples in duplicate and compared with an alternate dimension vista instrument, resulting satisfactory. The cause for the falsely, elevated na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s) who questioned them. One sample (patient ID: (B)(6)) was repeated on an alternate instrument, resulting lower. The samples were then repeated on the original instrument, resulting lower. The corrected results obtained upon repeat on the original instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.